Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged one day post implant, increased threshold and decreased sensing measurements were observed. A lead revision procedure was performed and this rv lead was successfully repositioned. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
This lead was successfully repositioned and remains in service. No additional information is available at this time. If additional information becomes available, this event will be updated.